Manufacturer narrative:
Event was originally reported on MFR report #1825034-2009-00245. Additional information providing devices removed along with part and lot numbers was received from the user facility. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records and sterile certification shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent total knee arthroplasty in (B) (6) 2008. Subsequently, the patient was revised on (B) (6) 2009 to remove and replace all knee components due to infection.